Event description:
It was reported that during the implant procedure, the physician experienced difficulty inserting the left ventricular (lv) lead in the connector of the cardiac resynchronization therapy defibrillator (crt-d). It was noted once all the leads were connected, there was no lv impedance observed on the lv channel, along with a high pacing impedance value. The physician unscrewed the lv lead to verify the impedance and could not screw the lv lead into the connector port again, or find the screw under the silicone cap. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.